Manufacturer narrative:
Device was used for treatment, not diagnosis. Handolin, l., pajarinen, j., lindahl j., hirvensalo, e. (2004). Retrograde intramedullary nailing in distal femoral fractures- results in a series of 46 consecutive operations. Injury, int, j. Care injured, vol 35, pp. 517-522. Finland. This report is for unknown proximal locking screws/unknown quantity/unknown lot. Unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: handolin, l., pajarinen, j., lindahl j., hirvensalo, e. (2004). Retrograde intramedullary nailing in distal femoral fractures- results in a series of 46 consecutive operations. Injury, int, j. Care injured, vol 35, pp. 517-522. Finland. A series of 44 patients with a total of 46 distal femoral fractures were treated with the a distal femoral nail (dfn). The purpose of the study was to present operational data, per- and post-operative complications. Results were studied retrospectively after a mean follow-up of 9 months. Patients were treated between december 1999 and june 2001. Study consisted of 16 patients were men, ages 20-86 years and 28 women, ages 20-93 years. Post-operative reviews were performed at 6 weeks and subsequent appointments were at every 4-6 weeks until fracture consolidation was observed. Delayed union was defined as consolidation time more than 24 weeks. Alignment of distal femur was measured on peroperative, postoperative, and on the final follow-up radiographs. The following complications were reported: one re-operation was performed due to breakage of the proximal locking screws and compression of the fracture, leading to nail protrusion into the knee joint. Breakage of proximal locking screws caused a slight shortening of the femur with no further complication. This is report 4 of 4 for (B)(4). This report is for an unknown promixal locking screw.